Event description:
It was reported the atrial lead exhibited high capture threshold. The device was reprogrammed to vdd mode and the lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the system longevity study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.